Event description:
It was reported that the autoclavable camera head displayed green tint. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during device evaluation: damage to the head unit, there was a cut on cable unit, water leakage in the cable unit, failure of the endoscopic image to be displayed, and the display of error e226. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue was attributed to damage to the head unit. In addition, the most probable cause of the endoscopic image not being displayed and the e226 was attributed to a leak in the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.